Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that the lead continued to exhibit noise resulting in pacing inhibition. The noise could not be reproduced in the clinic. The device was reprogrammed and the patient would continue to be monitored.

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation multiple episodes of noise were noted on the right ventricular lead. The noise could not be reproduced with isometrics and pocket manipulation in the clinic. Chest x-ray was performed and no lead damage was visible. The lead remained implanted and the patient would be monitored.